Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: customer informs that some pieces of 3 endograsp devices dismantled during a surgery. Some pieces fell into patient cavity which were retrieved manually. Less than 30 min delay, no tissue loss or damaged, no bleeding. No adverse event reported due to the problem. In order to solve the problem they opened a new device. Patient status is correct. The devices could be used but immediately they dismantled. Confirmed that the units were discarded. No further information on type of surgery just that it was laparoscopic and general surgery. The pieces were retrieved manually using grasping pincers.